Manufacturer narrative:
The t:slim flex pump user guide states that the user your t:flex pump can stop insulin delivery and alert you if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying setting. Customer acknowledged.